Manufacturer narrative:
Updated fields: b4, d8, d9(device available for eval), g3, g6, h2, h3, h4, h6(investigation type, investigation findings, component codes & investigation conclusions), h11 corrected fields: d4(UDI#). A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to confirm the reported issue. Yellow screen issue was resoled by installing a new cable display to video rcvr. Completed with full calibration, functional testing and safety check to factory specifications. Returned to the customer and cleared for customer use.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cs300 intra-aortic balloon pump (iabp) has a distorted yellow screen. There was no patient involvement.